Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info .

Event description:
A mayfield skull clamp was involved in an event and was described as follows: the surgeon complained that the unit was wobbling while the unit was in contact with the pt during surgery. The surgeon went to lock the unit when the wobbling was noted. Surgery was completed without delay and there was no injury involved with this event.